Event description:
The customer reported a no power condition. Patient involvement unknown.

Manufacturer narrative:
Root cause: the failure of c56 prevented the power supply from operating on ac power. Reference (B)(4).